Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor case, damaging wires. The damaged connector prevented the monitor from connecting to an electrode belt. The root cause for the damaged electrode belt could not be positively identified but was likely physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with an electrode belt.